Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 380 mg/dl. The customer addressed bg level with a bolus and a manual injection. During troubleshooting with tandem's technical support, it was reported that there was an air bubble in the luer lock. Reportedly, the air bubble was primed out of the tubing during fill tubing.